Manufacturer narrative:
E1- address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited error code e117. The event occurred during setup of the unspecified procedure. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable unit failure. A root cause could not be identified. However, based on the results of the investigation, the most probable cause of error e117 is a solid-state drive (ssd) failure, which affected communication with the camera cable unit (ccu). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.